Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had 12 hours left of rewarm and the arctic sun device had begun alerting 113 (reduced water temperature control). Nurse stated at first there did not seem to be an issue as patient temperature had been holding at target temperature, but lately water temperature and patient temperature had been rising . The patient temperature was 36.4c, target temperature was 36c, water temperature was 27.9c and flow rate was 3.2 l/m. The system diagnostics showed outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4.1c, water flow rate was 3.2 l/m, inlet pressure was -7.1 psi, circulation pump command was 86 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 5910.5 and pump hours were 5338. Mis explained that the device appeared mixing pump had gone out. Nurse would need to send device to biomed labeled 113 (reduced water temperature control). Nurse stated that could request another device. Mis walked nurse through stop therapy, drain pads and adjusting settings on new device to continue therapy. As per wo update on (B)(6) 2023, biomed stated that the device was failing calibration for an error 80 (water check time out unable to reach calibration temperature. A check of the diagnostics showed a failed mixing pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had 12 hours left of rewarm and the arctic sun device had begun alerting 113 (reduced water temperature control). Nurse stated at first there did not seem to be an issue as patient temperature had been holding at target temperature, but lately water temperature and patient temperature had been rising . The patient temperature was 36.4c, target temperature was 36c, water temperature was 27.9c and flow rate was 3.2 l/m. The system diagnostics showed outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 28c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4.1c, water flow rate was 3.2 l/m, inlet pressure was -7.1 psi, circulation pump command was 86 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 5910.5 and pump hours were 5338. Mis explained that the device appeared mixing pump had gone out. Nurse would need to send device to biomed labeled 113 (reduced water temperature control). Nurse stated that could request another device. Mis walked nurse through stop therapy, drain pads and adjusting settings on new device to continue therapy. As per wo update on 28mar2023, biomed stated that the device was failing calibration for an error 80 (water check time out unable to reach calibration temperature. A check of the diagnostics showed a failed mixing pump.